Event description:
Procedure type: gastrectomy. According to the reporter: the orvil anvil became stuck and disengaged while in the patient's esophagus. The anvil was removed using a gastroscope and biopsy forceps. No trauma or tissue damage to patient occurred and the anastomosis was hand sewn. There was no blood loss and no requirement for a blood transfusion. Surgery time was extended by more than thirty minutes as a result. A post-operative bile leak was observed from the hand sewn anastomosis. However the patient is currently stable and is at homer recovering well.

Manufacturer narrative:
Intiial report sent: 09/16/2008.